Manufacturer narrative:
The pump was received with a button error alarm and an intermittent down arrow button response due to corroded keypad traces. The pump was received with a cracked reservoir tube lip, a case cracked at the display window corner, a minor scratched lcd window, a scratched reservoir tube window, a broken belt clip slot, and a missing end cap sticker.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's blood glucose was 140 mg/dl at the time of the incident. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.